Event description:
During a replacement procedure of a right atrial (RA) lead, the lead twisted while torquing the helix to retract it, causing repeated dislodgements. The RA lead was explanted and replaced to resolve event. The patient was stable.